Event description:
It was reported that approximately four years and five months post port placement procedure via the left subclavian vein, the patient allegedly developed fever and complained of pain from the neck to the base of the left shoulder when the port system was flushed. It was further reported that saline solution allegedly leaked in a subcutaneous tunnel. Reportedly, when the catheter was attempted to be replaced, a crack was found on the catheter. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and fluid leak issue as a partial circumferential break was noted on the attached catheter approximately 0.5cm and 2.8cm from the port body. The surface was noted to be granular and round in both regions of the break. Upon infusion, a leak was observed from the partial circumferential break on the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: b3, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four years and five months post port placement procedure via the left subclavian vein, the patient allegedly developed fever and complained of pain from the neck to the base of the left shoulder when the port system was flushed. It was further reported that saline solution allegedly leaked in a subcutaneous tunnel. Reportedly, when the catheter was attempted to be replaced, a crack was found on the catheter. The port system was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.